Event description:
It was reported a spectrum pump alarmed system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was reproduced and confirmed through eval. It was determined that this condition was caused by a failed upper auxiliary assembly. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.